Event description:
An aus device was implanted on 8/22/94. The balloon was revised and a tandem cuff placed on 3/10/95. The connector was revised on 7/31/95. The tandem cuffs were revised on 3/4/96. The pump was removed from the patient and replaced on 4/21/97 because the patient claimed it took 20 minutes to refill control pump.